Event description:
Three hours into an uneventful dialysis treatment in 2006, the pt complained of headache and dizziness. The nurse noted patechiae on the pt's left arm and chest. The pt's treatment was terminated and the pt was sent to the ER. The pt was admitted with a diagnosis of hemolysis. Pt expired 9 days later. The cause of death was listed as cerebrovascular accident and hemolysis of unk etiology.